Event description:
It was reported by repair work order that the brakes would not hold due to bolts backing out of the footend brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation concluded the cause for the reduction in brake force was due to the bolts backing out of the footend brake cam.

Event description:
It was reported by repair work order that the brakes would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.